Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of an amia automated pd cycler set without an alarm during peritoneal dialysis therapy. The patient stated they get small bubbles in the patient line when they do fill cycles. The patient stated when they saw the bubbles they clamped the line, closed the transfer set, then they disconnected and shook the patient line until the bubbles were out. The technical service representative (tsr) advised they cannot disconnect and shake the line due to possible infection. The patient also stated they had a new transfer set put in and programming changes. Then also stated sometimes the patient line did not prime to top but they connected anyway. The tsr explained they could not connect if the patient line was not primed to the top. The patient declined a swap stating they would try the next therapy since they were not connected at the time, works nights. There was no report of patient injury or medical intervention associated with this event. No additional information is available.